Manufacturer narrative:
(B)(4). Unit received with critical pump error due to corroded electronic assemblies. No black display noted. Unit received with corroded battery tube, corroded motor home switch, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.

Event description:
Customer reported via phone call that the insulin pump cracked on the backside and it did not turn on. The customer¿s blood glucose level was unknown. Customer stated insulin pump was fell into water. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.